Manufacturer narrative:
H3 evaluation summary no service history is available for the reported unit as this is the first time this unit has been returned to the service center for service. An accuracy flow rate test was performed at room temperature. A new pump set bag was filled with water to the 500 ml mark. The pump set was loaded into the pump with the distance between the bottom of the bag above the pump by 18 inches. The pump was run on a/c power at rate of 150ml/hr for 15 min to achieve a steady state of operation. The water was collected in a calibrated measuring container for 30 minutes. The amount of water collected was within the acceptable range. The pump did not fail the accuracy flow rate test. The service tech could not find any problem with the accuracy of the flow rate of this pump. A corrective and preventative action (CAPA) is not applicable since the reported event could not be confirmed through the evaluation of the returned device. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feed rate too high. The volume output was significantly higher than the specified.